Event description:
International affiliate reports fixation surgery of l4-5 was performed on patient with spondylolisthesis on (B)(6) 2014. During the surgery, the tip of the ball tip feeler broke when the instrument was being used as a sounder after preparing the bone hole at l4 with a probe. It it was reported that no broken piece was left in the patient¿s body. There was no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
Additional narrative: (B)(6). The ball tip feeler straight was returned for evaluation. Visual inspection revealed that the fracture was located at the connection point where the handle meets the shaft. Fracture analysis found evidence of a static failure originating from the outer weld and moving in towards the potential fracture termination site. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Trending analysis of product complaints for the product code was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the ball tip feeler becoming broken during surgery cannot positively be determined. However, the optical images identified in the fracture analysis report, reveals plastic deformation across the entire fractured surface, consistent with a static failure originating from the outer weld and moving in towards the potential fracture termination site. It should also be noted that this device has been in the field for approximately 8 years suggesting that the failure is not due to a manufacturing issue but due to normal wear and tear. Therefore, this complaint will be closed with no further complaint action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.